Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Screw driver tip broke during insertion of screw.

Manufacturer narrative:
Examination of the returned locking screwdriver body confirmed the reported breakage. (B)(4) was closed identifying root cause and corrective action. The CAPA identified the root cause to be inadequate design. As taken by the CAPA (B)(4) was implemented on (B)(4) 2015 to change the material from 455 stainless to 465 stainless resulting in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. The current complaint sample device was manufactured prior to the release of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.